Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip of the jaws had a fracture on the casing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Blood was observed on the handle and the metal part of the shaft. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was partially torn away from the tip of the cold jaw, exposing the metal inside portion of the cold jaw. The detached silicon insulation was not returned for evaluation. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw¿. Based on the condition of the device as found, the reported complaint was confirmed for "peeled jaw" as well as for the analyzed failure ¿material bent/twisted.

Manufacturer narrative:
Trackwise ID (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip of the jaws had a fracture on the casing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.